Event description:
The international customer reported the v60 unit stopped operating during inspection at the hospital. Vent inoperative 100a [data acquisition pcba (printed circuit board) adc (analog to digital converter)] reference failed occurred. There was no patient involvement.